Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that  the patient had first ins replaced due to trauma/fall against some glass. When asked, patient said that it occurred sometime right before the revision. Documented reported event. No further action was taken by patient services. No further complications were reported at this time.